Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with lavh, laparoscopic sacrocolpopexy, and posterior colporrhpahy due to sui and uterovaginal prolapse. It was reported that following insertion the patient experienced extrusion, urinary and bowel problems, organ perforation, recurrence, dyspareunia, vaginal scarring, fistulae, and neuromuscular problems. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and cystocele on (B)(6) 2010 and mesh and (bs) advantage were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.